Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x37mm enterprise vascular reconstruction device (enc453712, 9493895) was impeded in proximal of the prowler select plus 150/5cm microcatheter (606s255x, 31540340) and could not advance any more. The doctor only retracted the stent alone and switched a second new stent, a 4.5x37mm enterprise vascular reconstruction device (enc453712, 9508480). The second stent had the same issue. The doctor tried to retract the stent, the stent was found detached from the delivery wire in the microcatheter hub. The doctor removed the microcatheter and the second stent from the patient and switched to new devices to complete the surgery. The surgery was prolonged by about 10 minutes. Additional event information received on 18-aug-2025 indicated that the microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x37mm enterprise vascular reconstruction device (enc453712, 9493895) was impeded in proximal of the prowler select plus 150/5cm microcatheter (606s255x, 31540340) and could not advance any more. The doctor only retracted the stent alone and switched a second new stent, a 4.5x37mm enterprise vascular reconstruction device (enc453712, 9508480). The second stent had the same issue. The doctor tried to retract the stent; the stent was found detached from the delivery wire in the microcatheter hub. The doctor removed the microcatheter and the second stent from the patient and switched to new devices to complete the surgery. The surgery was prolonged by about 10 minutes. Additional event information received on 18-aug-2025 indicated that the microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x37mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the detached stent was returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The customer complaint regarding a stent being detached was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggested that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9508480. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.